Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating that they had surgery to replace a rotator cuff several weeks ago, for which they had to turn off their device. They indicated that since no programmer was included in the recharger replacement pack they received, they erroneously thought the recharger itself turned the implantable neurostimulator on and off.

Event description:
The patient reported that they will be having surgery soon and cannot turn the device off or on. There were no related symptoms. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.